Manufacturer narrative:
The device was manufactured at one of the following facilities: baxter healthcare - (B)(4) or baxter healthcare - (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from an unspecified location. The leak was discovered during the third cycle of peritoneal dialysis therapy. The patient further reported that "solution leak from the device, it was all over the device and the floor". Renal therapy services (rts) initiated a swap of the device and continuous ambulatory peritoneal dialysis was discussed. There was patient involvement and no patient injury or medical intervention noted at the time of the initial report. No additional information is available.